Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details to date.

Event description:
It was reported that during a 12 months follow-up examination, the vascular stent was found to be fractured in the sfa (multiple strut fracture without axial displacement). No additional treatment was necessary. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, it could be confirmed that three stents had been placed in overlapping technique and that the stent in the middle position showed a fracture in the middle section. The fracture was classified as multiple tine strut fractures. Potential factors that could have led or contributed to the event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, overlapping stent placement, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, the stent was placed overlapping at both ends, the lesion was pre and post-dilated, and the stent was placed without difficulties. On the basis of the information available and the evaluation of the images, a definite root cause for the event reported could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device and states that stent fracture is a potential adverse event that may occur. Also the IFU states: "cases of fracture have been reported in the clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Furthermore, the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended.

Event description:
It was reported that during a 12 months follow-up examination, the vascular stent that had been placed in the sfa in overlap with two other stents in the mid position was found to be fractured (multiple strut fracture without axial displacement). Reportedly, the lesion was pre and post-dilated and no difficulty occurred during deployment. No additional treatment was necessary. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, it could be confirmed that three stents had been placed in overlapping technique and that the stent in the middle position showed a fracture in the middle section. The fracture was classified as single strut fracture. Potential factors that could have led or contributed to the event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilatation as well as highly calcified vessels, overlapping stent placement, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, the stent was placed overlapping at both ends, the lesion was pre and post-dilated, and the stent was placed without difficulties. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device and states that stent fracture is a potential adverse event that may occur. Also the IFU states: "cases of fracture have been reported in the clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Furthermore, the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended.

Event description:
It was reported that during a (B)(6) months follow-up examination, the vascular stent that had been placed in the sfa in overlap with two other stents in the mid position was found to be fractured (multiple strut fracture without axial displacement). Reportedly, the lesion was pre and post-dilated and no difficulty occurred during deployment. No additional treatment was necessary. No patient injury was reported.